Event description:
Additional information was received on 2019-06-05 reporting that the overdischarge was resolved and the power on reset (por) was cleared. The patient was able to use stimulation again. The fall did not affect the ins and there was no evidence of this once the system was charged to 25% and the por was cleared. No further complications were reported.

Manufacturer narrative:
Due to additional information received, device code c62819 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient went to charge the ins and saw a reposition antenna screen on the ins recharger (insr). The patient hadn¿t used the therapy in quite some time and hadn¿t charged the ins in ¿probably a month.¿ the patient reported that they fell down on their backside in the winter and could have bumped the ins around. The patient wants to have the ins adjusted and reprogrammed to a different location. The patient noted that the ins was originally programmed to work with pain down the right side and that pain ¿kind of has gone away.¿ no symptoms or complications were reported.